Event description:
A customer from (B)(6) reported a recent a1cnow test result on a patient was 7.4%. Approximately one month prior, the patient's result on the a1cnow kit was 5.7%. The difference between the test results could be clinically significant. No adverse events were alleged. The customer is expected to return the product for evaluation. A replacement kit was provided.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.